Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2017-00114. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: lymphoma, lymphadenopathy, seroma.

Event description:
Physician reports "tumor in soft tissue of lower inner quadrant of the left breast with pleuritic pain and progressive dyspnea secondary to severe left pleural effusion with collapse of ipsilateral lung." Additionally, physician reported "massive node in left internal mammary nodal chain." Results of testing show "cytology and flow cytometry of exudative pleural effusion fluid are negative for lymphomatous infiltration." Adenopathy additionally reported. Alcl pathological markers have not been provided. Device remains implanted.